Manufacturer narrative:
The incident was reported to us via a medwatch report and not from the facility. Repeated attempts were made to contact the account but no response was received. Per the medwatch report, a staff member was in the process of opening the wheelchair. She inadvertently placed her fingers around the seat tubes. Her finger was caught between the tube and the frame. As a result, the tip of her small finger was amputated. We have no further information regarding the details of the incident or the condition of the staff member. We have no record that this account purchased this device from us. The reported serial number indicates the chair was part of a field corrective action that was initiated in march of 2008. It is not known if the upholstery back had been replaced per the corrective action. We have no sample to evaluate and a root cause for the incident has not been determined. However, due to the reported injury, this MDR is being filed.

Event description:
In the process of opening the wheelchair, a staff member caught her finger between the seat and the frame, amputating approximately 1/2 inch of her small finger.